Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the right ventricular lead exhibited poor measurements in capture threshold, sensing, and impedance. The lead was replaced successfully and the patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.